Event description:
It was reported that near the end of the case the staff noticed a strange burning smell. The doctor decided to take one more look around with the scope and noticed burn-like spots on the patient's liver. The instrument was not used to specifically cauterize the live and the tip of the probe had burned through the sheath.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The unit's insulation was received broken and the distal tip was melted. The probable root causes for the reported failure could be due to the electrocautery probe was not in contact with tissue the electrocautery probe is activated while irrigating or aspirating fluid the electrocautery probe is activated while there is irrigation fluid in the cannula and/or the tip is retracted into the sheath while the current is activated. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that near the end of the case the staff noticed a strange burning smell. The doctor decided to take one more look around with the scope and noticed burn-like spots on the patient's liver. The instrument was not used to specifically cauterize the live and the tip of the probe had burned through the sheath.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.